Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found the port selector in the laser core module to be damaged. The alignment of the aiming beam and laser fiber was misaligned and required calibration. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming port selector in the laser core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser did not deliver enough energy. Procedure details and patient impact have not been provided. Additional information has been requested but none was received.